Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. It was reported that after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). The pt presented with an acute myocardial infarction. The lesion being treated in the index procedure was located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with successful placement of a taxus express2 study stent of unk size, medications given during procedure included heparin, aspirin, clopidogrel. At the 13 month follow-up, 100% restenosis was detected on the follow-up angiography. Ptca was performed 1 week later. The pt was asymptomatic. In the opinion of the physician, the relationship of the tvr to the stent is related. The event was reported as resolved in 2007. Additional information has been requested, but is unavailable at this time.